Event description:
A touchscreen responsiveness issue was reported as the pump screen froze and did not respond to input. There was no adverse impact to the customer¿s blood glucose level, as there was no reported impact. Upon contacting customer technical support, the caller was provided with pump reset information and chose to reset the pump at that time, successfully restoring interaction with the pump screen.